Manufacturer narrative:
(B)(4). Damage to the supply line by a pet was reported and is a known cause of this alarm. The "homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set and to not perform dialysis in the same room as pets or animals. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on a homechoice (hc) device during drain 5 of 6. The home patient (hp) was connected at the time of the alarm. A technical service representative (tsr) instructed the hp to cycle the power to clear the alarm. Troubleshooting revealed that a cat chewed the supply line causing it to leak. The tsr explained the alarm and reviewed proper procedures with the hp. The tsr also recommended that the hp contact a registered nurse (rn) about the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.